Event description:
I use medtronic 670g insulin pump and medtronic guardian sensor with transmitter. On that day, early in the morning, starting about 5 am while at work, I started getting really sick. I was extremely nauseated and loosing color in my face. My head was pounding so hard I was dizzy. I felt like I was spinning so fast I could time travel. When my relief for work came in, she told me I looked horrible and needed some sleep. I told her I felt like I had food poisoning. I went home at 6am and went to sleep shortly after. I kept waking up and vomiting. I couldn't even keep small sips of water down. My glucose levels were above 400. I couldn't stay awake, I couldn't see when I opened my eyes. I couldn't stand or walk alone. I kept bolusing for my high glucose and it wouldn't come down at all. Finally my son and my husband got me an ambulance and I was taken to the ER. In the ER I don't remember to much because I was in and out of consciousness. I was very combative with everyone I saw or was trying to help me even. I do not know how long I was in the ER after having insulin delivered to me via i.v. Lines. What I remember next is waking up in a hospital room and nurses asking me about my insulin pump. I told them medtronic 670g model. Eventually they got a hold of medtronic and they told them what had happened to me and asked them what could've caused it. The representative's response was, and I heard it with my own ears because my nurse was using my cellular phone and it was on speaker, "well, maybe they need a new pump, or something." After that my nurse got off the phone. 1-2 days later, I am being discharged. I get all my pump supplies and eventually get my pump back on and working correctly. During the beginning part of me being sick, my sensor was working and I knew my glucose levels were really high. I truly thought I was receiving the insulin my pump said I was getting. After coming real close, according to the doctors, to losing my life, I find out that the pumps alarm/warning system was not working for whatever weird reason. But, worse of all it happened again almost the same way on (B)(6) 2022. With very similar cases both with myself, (B)(6). Reference report mw5116026.